Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Blood glucose level was 117mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion as the customer believed the occlusion was within the infusion set site.